Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was partially extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported event of material too rigid or stiff was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, the physician noted that the right ventricular lead felt stiff. In addition, the helix was unable to extend. A new lead was used to resolve the event. The patient was stable.